Event description:
A 58-yr-old female with history of valve implantation from 1982. Mitral with previous history of 2 mitral valve commissurotomies in another city. Pt did well until a few months ago when developed shortness of breath, more recently in congestive failure and bilateral effusions. Echocardiogram and cardiac cath performed revealed significant gradient across mitral valve prosthesis as well as significant lesions in the lad and right coronary artery. Considered in a very fragile condition prior to this procedure on 10/21/96. Pt did have procedure. Post operative course not smooth. As of 11/1/96, pt out of intensive care, with a perm pacemaker now in place. Device being returned to co. This report was late due to progam trouble.